Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator turned off while the pt was sitting at work. The pt was able to turn the device back on, later the same day. The therapy was working normally as of the date of this report. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.